Event description:
False positive ahbs results on multiple pt samples tested on the eci analyzer. Pt results were reported, and corrected reports later issued. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.